Manufacturer narrative:
The customer reported that the phaco handpiece displayed occlusion messages several times during a case. The handpiece was replaced several times but the same messages continued to display. The system was switched out and the case was completed. The customer called the company technical support specialist (tss) to assist with troubleshooting. The tss noted the customer will perform set up and priming to assure no system messages display. The customer was able to troubleshoot and resolved the problem reported. The facility did not request service. The phaco handpiece serial number was not provided. With no additional, related information provided, the customer reported event of the handpiece causing an occlusion throughout the surgery was not able to be confirmed. The system was manufactured on july 28, 2006. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported events cannot be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, occlusion messages displayed. The phaco handpiece was exchanged, but the issue persisted. The system was switched out to complete the case. There was no patient harm. Additional information has been requested.